Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected in the upper lip with one syringe of juvéderm volbella® xc. Three months later the patient started using a skin cuticles antioxidant lip repair treatment with hyaluronic acid. The patient woke up with their upper lip swollen with bumps in it,¿ 1 month later, at the injection site. Hcp confirmed the bumps are granulomas or nodules. No diagnostic testing was administered. Four months after injection the patient was treated with hylenex 0.4cc, and has been massaging the bumps. The patient was taking levothyroxine concomitantly. The symptoms resolved seven days after treatment.